Manufacturer narrative:
Incorrect serial number and device availability date: the device serial number was incorrectly documented. The serial number has been updated from (B)(4). The device manufacture date was updated from sep 24, 2007 to nov 13, 2006. Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was update from apr 27, 2016 to may 12, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the motor device was leaking oil. The reporter stated that following sterilization, the operating room personal unwrapped and prepared the device and realized that the device had what seemed to be oil throughout the exterior part of the hose. According to the reporter, it was unclear whether or not the oil that was visibly present had been sterilized. There was a thirty minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.